Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. A photograph of the two taps was provided and no breakage or damage is observed; the tips appear to be sharp. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during a cranioplasty two taps could not make a hole well. Another tap of the same item number was used to complete the procedure with less than 10 minutes delay and no patient injury. Upon follow up the customer reports a portion of the tap broke during drilling, however in the pictures provided no breakage is observed. Additional information was requested, however no response has been received.

Manufacturer narrative:
As the product identities were reviewed it was seen that there was a -tk etched behind the part number. The correct part number is 915-1595. The thread form of the tap was reviewed against the most current print revision and it was seen that the thread form of the parts does not match the print. Therefore, the returned products are not zimmer biomet products. The most likely underlying cause of this complaint cannot be determined as the products returned are not manufactured by zimmer biomet.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.